Event description:
Related manufacturer reference number: 2017865-2023-37437. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular and right atrial leads exhibited noise. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. Electrical testing did not find any indication of conductor fractures or internal shorts.